Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results while performing a correlation study. The following lot numbers were also used: 234588, 234880, 228758, 232167, 232171 and 228759.